Event description:
It was reported the customer's cap on their infusion set would not line up with their tubing. Customer also stated their infusion set would not connect. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)